Event description:
(B)(4). I got the essure devices in (B)(6) 2012, after the birth of my 4th child. I bled for 2 months, then in (B)(6) of 2013 I stopped having menstrual cycles for 6 months. In that time I stayed losing handfuls of hair, gaining weight rapidly, have become very emotional. I have since started my cycles again, most months, and they are very heavy and very painful. I have chronic joint pain, headaches, forgetfulness, severe fatigue and allergy symptoms that I've never had before. Migraines at least twice a week. None of this was happening before essure. I need them out but can't get insurance.